Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was the quik combo therapy cable assembly. Physio replaced the quik combo therapy cable assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not detect that it was connected to patient via a quik combo therapy cable and defibrillation electrodes while in paddles lead ECG. As a result, defibrillation was not possible. The customer advised that there were no adverse effects to the patient as a result of the reported issue. No further details were provided. Physio-control has attempted to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.

Manufacturer narrative:
Physio-control further examined the removed quik combo therapy cable assembly and determined that the cause of the reported issue was that connector pins 1 and 4 were excessively worn, resulting in an electrically open connection.  Physio observed that there was no retention force when tested with pin gauges.